Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result. Visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Dimensional examination of the ro markers was performed and was measured in the od and large sections. The two sections were within specification. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to pinhole in the proximal section on the body of the balloon. Microscopic inspection was done and confirmed the balloon had a pinhole. It is possible that the factors encountered during the procedure, such as interaction with scope and other devices during procedure that could create friction on the balloon, causing the balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Correction: the initial MDR sent on (B)(6) 2021 had an incorrect aware date. The correct aware date is (B)(6) 2021.

Event description:
It was reported to boston scientific corporation that two hurricane rx dilatation balloon were used in hepatic ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon would not hold pressure due to pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloon were used in hepatic ducts during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2021. During the procedure, the balloon would not hold pressure due to pinhole. The same issue occurred with the second hurricane rx dilatation balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.